Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. The insulin pump was unable to perform the occlusion test due to button/keypad anomaly. The insulin pump received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. Customer does not recall any significant events leading to the error, but indicated that he was filling up the reservoir at the time. Customer's blood glucose was 258 mg/dl at the time of incident. Troubleshooting was done but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.